Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
It was reported that the coil prematurely detached inside the catheter during procedure. No patient injury reported. Same event as MDR# 2029214-2011-00255.